Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that intermittent capture was observed on a few episodes on the implantable cardioverter defibrillator (ICD). Recommendations were made to bring the patient in to re-assess capture. There were no patient consequences.

Event description:
New information received notes the patient presented for a checkup in clinic and programming changes were completed. No other issues were observed, the intermittent capture was resolved, and the patient was stable.